Event description:
It was reported that pump experienced power issues and would not power on, and warranty had already expired. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, so no additional support steps were taken and case was closed with no further action required.